Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose value was 400 - 500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.